Event description:
The user facility reported that after a processing cycle an odor was coming from their system 1e. Employees experienced irritation to their face and throat. No medical treatment was sought or administered; the employees went to get fresh air. The employees missed no time from work and are fine. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris account manager went onsite and met with the facility's endoscopy manager. The steris account manager discussed that the user facility's engineering department should perform an air exchange test for the processing room to ensure that the room in which the system 1e is located is getting the proper air exchange. No further issues have been reported.

Manufacturer narrative:
When the steris service technician arrived onsite the department door was open and no odor was detected. The technician inspected the unit and found it to be operating properly, no issues were noted. He inspected the aspirator, drain and all hoses; no issues were noted. The technician also reviewed the cycle print out which evidenced the cycle completed successfully; no issues were noted.investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.